Event description:
It was reported by surgeon to sales that an edwards aortic bioprosthetic valve was explanted after an implant duration of approximately 6 years. Multiple follow up attempts for additional information with the hospital and surgeon's office were unsuccessful. Requests for device return, patient info and records were denied.

Manufacturer narrative:
Additional manufacturer narrative: multiple follow up attempts for additional information with the hospital and surgeon's office were unsuccessful. Requests for device return, patient info and records were denied. Bioprosthetic valve dysfunction can be due to multiple mechanisms and factors. Without return of device and additional information, no further analysis into the root cause of this event can be performed. Additional information will be reported if provided.